Event description:
Could not advance filter. "Filter legs got caught at introducer hub junction. The introducer was cut and a wire was inserted through remaining part of introducer to keep local. An entire new device was used to complete deployment without pt complication."